Event description:
At 8:30 pm the customer received a blood glucose reading of 34 mg/dl on the contour next link. She had hypoglycemic symptoms of irritation, itchiness and moving in slow motion. She ate a few candies to raise her blood glucose. Customer was advised to return the strips for evaluation. New meter and strips were sent to her.